Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving prialt and two other unknown medications via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2016 it was reported that the patient had multiple confirmed infection sites on her body including over the pump site which first began on approximately (B)(6) 2016. The patient had a wound on her right shoulder and buttock along with a wound near her pump site. A culture came back positive for (B)(6). The patient was receiving IV (intravenous) antibiotics. The cause of the infection was undetermined. The plan was to explant the pump and replace it with a new one on the other side of the patient's body.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.